Manufacturer narrative:
The reported complaint of a tcmid:02 (ce danfoss error) error message on the thermogard ivtm system (serial # (B)(4)) was confirmed during functional test and in the event log. The investigation findings revealed of a burnt contact wire harness between pic16 board and danfoss module. The burnt on the wire harness caused the pic16 board and danfoss module to become defectives. Also, a possible cause could not be ruled out is wear and tear as the console well past beyond its serviceable life of 3 years. The console was manufactured in september 2010, nearly 9 years old. No physical damage on the console was observed during visual inspection. During event log review, multiple tcmid:02 error codes were identified on the event date, thus, confirming the reported complaint. Initial functional testing could not be performed due to error message tcmid:02 displayed during console power on self-test. To remedy tcmid:02, the defectives pic16 board and danfoss module were replaced. After part replacements, the console was re-evaluated, the system was passed all functional tests and it is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system serial number (B)(4).

Event description:
During intravascular temperature management (ivtm) therapy, customer reported that the thermogard xp system (serial # (B)(4)) prompted tcmid:02 (ce danfoss error). Patient ivtm therapy continued using another thermogard xp system. No known impact or consequence to patient information was provided.